Event description:
This rv lead was implanted on (B)(6) 20 10 and remainsimplanted at this time. A call was placed to technical services on (B)(6) 2017 stating that impedance is less than 200 ohms with good thresholds. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)